Event description:
It was reported that during a distal circumflex stenting procedure, after implantation of a 3.5x18mm xience xpedition stent, a proximal dissection was noted. A 3.5x15mm xience xpedition was advanced to treat the dissection, but missed the target and resulted in a gap. A 3.5x08mm xience xpedition was implanted to fill the gap and a 3.25x12mm xience xpedition was implanted to treat the dissection. Additionally, during the procedure, the patient experienced a non-serious coronary artery vasospasm. Intra-arterial nitroglycerin was administered, resolving the spasm. One day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). The 3.50x15mm rx xience xpedition mentioned is being filed under a separate manufacturer report number. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.